Manufacturer narrative:
The device was not returned for evaluation. Unable to determine if any product condition could have contributed to the reported hospitalization for hyperglycemia and diabetic ketoacidosis. Release records were reviewed and the product met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." The omnipod¿s user guide warns to "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It advises ¿the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."

Event description:
It was reported that the customers blood glucose (bg) level reached 522 mg/dl after wearing the pod between 4 and 24 hours. It was reported that the customer experienced vomiting and was admitted to the hospital. Patient was diagnosed with diabetic ketoacidosis (dka). The patient was treated with IV fluids and insulin. Customers/patient's blood glucose, carbohydrate intake and insulin history is as follows: (B)(6).